Event description:
Stenosis of the right iliac rather tight and calcified. Doctors used a primus stent when inflating the balloon, the pressure was 5.5 to 6, the balloon burst. After removing the balloon from the patient, the balloon was indeed porous in its central part. The stent was not mentioned so the doctor used another balloon to position it correctly and no patient injury was reported.